Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that large cracks developed in the exhalation valve where the 22mm x 15mm connector is found. No patient harm reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the exhalation valve connector was cracked. The reported complaint of a cracked inhalation valve connector was confirmed based upon the sample received. The returned circuit was confirmed damaged as a result of a linear crack running parallel to the airflow of the inspiratory valve connector. A DHR review could not be performed on this product as not lot number was provided. All circuits are 100% inspected for physical damage at the time of manufacturing so it is unlikely that this defect was present at that time. The defect was discovered during use on a patient. Based upon the time of discovery and the damage observed on the returned sample, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that large cracks developed in the exhalation valve where the 22mm x 15mm connector is found. No patient harm reported.